Event description:
Reporter alleged blood glucose measured 31 mg/dl versus a lab drawn within 10 minutes and run or within 30 minutes with a result of 17 mg/dl. It was stated the test was performed on nicu babies. Reporter stated controls are run daily and were testing within an acceptable range the day of alleged incident. No treatment information or whether any actions were taken was provided. A request was made for the return of the suspect device and replacement product was sent.